Event description:
It was reported that a (B)(6) year old female patient expired during intra-aortic balloon pump (iabp) therapy while in the intensive care unit (ICU). The iab-s840c was inserted via right femoral artery without issue in the hemodynamic department. The doctor was called by the nurse in the ICU to evaluate because the console alarm was triggered "possible helium loss." The extension of the helium was completely mixed with blood. As a result, the iab was removed. An attempt to insert another intra-aortic balloon (iab) via the other leg was unsuccessful. It was unknown if pump strips were generated for review. It was unknown when the last x-ray was performed. There was a delay or interruption in therapy which caused harm to the patient. Additional information received on (B)(6) 2015 from the distributor reported that they were unable to pass the catheter on the opposite side related to the anatomy of the patient. It was noted that the iabp used was the acat 1 plus, serial #(B)(4).

Manufacturer narrative:
(B)(4).